Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the drill bit broke. Update march 31, 2026 screwdriver was added to product grid. It broke when the locking screws were tightened. It was confirmed that neither product remained in the patient's body."